Manufacturer narrative:
Technician stated that all the siderails latch properly, that the history of the bed shows the head section was above 30 degrees elevation, that the bed exit alarm was not in use, and that the pulmonary functions were not in use at the time of the alleged incident. Technician stated that the bed did not have any alarms and is functioning properly. Technician stated that there was no abuse or misuse evident.

Event description:
Technician stated that rn allegedly left the room to check on another pt, when she returned, found pt on the floor. Rn alleged that there were no witnesses to the chain of events leading to the pt being found on the floor. Nurse stated that the pt was disoriented, but was able to assist in turning. Nurse alleged that the siderails were all in the up position. No injuries were alleged.